Event description:
It was reported that the inflatable penile prosthesis (ipp) pump never functioned properly. A revision surgery was performed to replace the pump. There were no patient complications in relation to this event.

Manufacturer narrative:
Investigation summary: based on device evaluation, the reported pump malfunction was confirmed. The pump failed the inflation and activation tests. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the inflatable penile prosthesis (ipp) momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the inflation and activation tests. Product analysis concluded these inflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump never functioned properly. A revision surgery was performed to replace the pump. There were no patient complications in relation to this event.